Event description:
(B)(4). There was no patient involvement.

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
(B)(4). Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. There was no patient involvement.